Event description:
It was reported that during the procedure in the distal left anterior descending artery (lad), a 2.25x08 rx promus stent delivery system (sds) was advanced over a balance middleweight guidewire but could not cross through a previously implanted unspecified stent. A non-abbott buddy guide wire was placed in an attempt to advance the sds without success. A guide extension was introduced and the sds was advanced through the previously placed stent to the distal segment of the lesion but could not completely cross the lesion. The sds was withdrawn from the anatomy. Dilatation was performed using a 2.5x8mm unspecified balloon. The sds was re-advanced through the guide extension but could not traverse the tortuous mid-portion of the vessel to the distal lesion and was withdrawn from the anatomy. A non-abbott sds was advanced; however, the guide wire moved. The sds was removed from the anatomy. Repeat arteriography showed patency of the lad; however, the promus stent was identified dislodged in the mid-segment of the lad. An unsuccessful snare attempt was made. A non-abbott guidewire was advanced but would not enter the lumen of the stent and was advanced in a parallel manner to the distal vessel. A 1.25mm unspecified balloon was introduced and advanced distal to the dislodged stent in an attempt to withdraw the system with a partially inflated balloon without success. Patient continued to experience nausea despite administration of zofran. Patient denied significant chest discomfort except during balloon inflations. Additional angiomax was administered. Due to prolonged procedure time, it was elected to embed the stent in the distal lad using a crush technique.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The original target lesion remained patent with normal distal timi grade 3 flow. Mild persistant focal narrowing of the stented area on the lateral edge remained. Patient denied chest pain at the completion of the procedure. Though requested, no additional information was provided. Concomitant medical products: guide wire: intuition. Guide cath: 6 fr lbu; guideliner. (B)(4) - re-insertion, distal to stent, and no pre-dilatation you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the stent delivery system (sds) noted blood visible in the guide wire lumen and on the tightly folded balloon and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple bends and kinks noted to the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the lesion was not pre-dilated prior to use and the promus sds was attempting to advance distal to a previously placed stent, which likely contributed to the reported failure to advance. It should be noted the promus instructions for use (IFU) states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. It is likely an interaction with the implanted stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction during re-insertion of the sds within the patient anatomy would have then led to the stent dislodgement. The IFU warns: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It was reported the patient experienced pain and nausea during balloon inflations. Pain and nausea are known adverse events as listed in the promus IFU. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.